Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "this infant had a PICC line in place with intravenous fluids infusing. The rn went to conduct hourly rounding and saw blood on patient&#38112;blanket at PICC line site. It was noted that the IV tubing had broken above the actual connection site and was disconnected from the baby. The PICC line had clotted off and risk for infection was elevated. The PICC line was removed."